Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's cuff had significant air leak around their trach and cuff would not hold air. The device was replaced with new device. Patient had to be turned again for stool clean up and the exact same thing as prior occurred. Device was then again exchanged for another trach. Patient was turned the opposite direction as previous turns and did not have any issue following the clean-up with trach cuff. However, ventilator had an alarm and had another cuff leak after patient had woken up and coughed. Device was then replaced with 6 inches trach. Each of the 8 inches trach were inflated following removal and each had a cuff leak and would not hold air.